Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that this event occurred in the CT department. Some of the radiologists have been experiencing issues with the thoracentesis device in the kit. The catheter will not slide off the stylet like it is supposed to and is "hanging up" on the pt's skin. As a result, the device was removed and replaced with another company's device to complete the procedure successfully. There was no delay, harm, complication, death or injury.